Event description:
A portion of the pusher from the introducer system broke off and remained in the pt following filter deployment. Retrieval of the detached segment utilizing a balloon catheter was uneventful. Filter placement was successful. The device has been destroyed by the user facility. Therefore, no failure analysis was available.